Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. It was unknown if the patient was treated for peritonitis. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). Eleven days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.